Manufacturer narrative:
The sample was serum that was centrifuged for 10 minutes at 3000 g, and processed through closed tube aliquotter (cta) for analysis. Qc was within the established ranges prior to the event. The system checks were acceptable. A precision run and a high sensitivity system check were performed and all the results met the specifications. Service was not dispatched for this event. A clear root cause for this event was not determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an elevated troponin (accutni) result generated by unicel dxc 600i access 2 immunoassay system for one patient. The result was not reported out of the laboratory. Subsequent testing produced a result within the normal reference range. There was no report of death, injury, or change to patient treatment attributed or connected to this event.